Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during a kidney biopsy, the device would not lock into place on the first and second rotations. A coaxial was not used during the procedure. The procedure was stopped and rescheduled for another day. Ther eas no report of patient injury.